Manufacturer narrative:
Serial # for second affected brush head is (B)(4). Complaint received from (B)(6).

Event description:
Consumer called stating that bristles from the diamondclean brush head were falling off in their mouth. No injury reported.